Event description:
Information was received from multiple sources (manufacturer representative, friend/family member) regarding a patient who was receiving gablofen (2000 mcg/ml at 474 mcg/day) via an implantable pump for unknown indications for use. It was reported that patient's parents complained of intermittent rebound spasticity symptoms (legs become spastic and tremors). The cause was undetermined by the physician and there were no known external factors that may have contributed to the issue.  A successful dye study was done on (B)(6) 2022 and the patient reported that the therapy was good for about a week after the dye study but that the patient showed signs of returned spasticity. Since the patient's pump was about a year out from MRI, the physician decided to replace the entire system to see if that took care of the issue. The pump and catheter were replaced on (B)(6) 2022. The issue was resolved at the time of report. The patient's medical history was asked but unknown. The patient's status at the time of reportwas alive - no injury.

Manufacturer narrative:
Concomitant medical products: product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2022, product type: catheter. Section other relevant device(s) are: product ID: 8731sc, serial/lot #: (B)(4), ubd: 04-aug-2011, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. H10: interrogation of the pump upon receipt indicated the pump was delivering baclofen 2000mcg/ml at 531.9 mcg/day. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The pump and the catheter were returned. Analysis found no anomaly on the pump and coring-tear-cuts in seal. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.